Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Testing noted that the device paced and sensed normally. However, detailed analysis found a high current drain that was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the atrial tachy response (atr) mode switch rate is set high. This caused the right ventricular (rv) lead to track and pace at the maximum tracking rate during an atrial tachycardia event. The physician was requesting programming optimization for the patient's atrial arrhythmia. Additional information was reported indicating that this pacemaker was removed and replaced for a therapy upgrade. The product was returned and a device evaluation was completed.